Event description:
Additional information received noted that no procedure was completed for the patient. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-15742. It was reported that the patient experienced pericarditis with tamponade due to cardiac perforation. It was unknown which lead caused the perforation. No further information was received.